Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a coil embolization within the left common internal iliac artery and while also placing an abdominal stent graft procedures were performed for an aneurism in left common iliac artery of a patient, the tip of the catheter detached. The patient had a history of replacement procedure to an artificial vessel in the past. During the evar procedure this time, the catheter was attempted to be withdrawn out from the left internal iliac artery through a sheath. However, the catheter broke within the artificial vessel, and the tip of the catheter remained in the artificial vessel. A snare was successfully used for the retrieval of the tip out from the patient. No additional consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.